Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose value. Customer stated that their blood glucose level was 600mg/dl. Customer treated this with insulin novolog pen. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.